Event description:
It was reported that the ilet device¿s sleep/wake button became unresponsive, and the user confirmed the issue persisted despite multiple restarts, cleaning, and attempts by others to recreate the function, leading to determination that a replacement was needed. Symptoms included no alerts or alarms related to the event. Outcomes included continued cgm data reception, backup therapy planning due to uncertain device functionality, and acknowledgment that the replacement unit will not be water resistant. Investigation included verification of shipping information, instruction to sync data to the mobile app, guidance on device shutdown, and direction to return the device for evaluation. Investigation of this case revealed that therapy data will not transfer to the replacement device and a return shipping label will be provided. It was concluded that the device exhibited a hardware malfunction of the sleep/wake button and requires replacement.